Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the numbers 7,8 and 9 keys on the keypad were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through troubleshooting the device and the keypad was found to be malfunctioning. It was determined that the front case was required to be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.